Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution on 05/14/2016. As reported when the package was opened for the case it was noticed that the ring had separated from the mesh. It is reported that the sample is being returned for evaluation; however has not been received to date. At this time no conclusions can be made. If/when the sample is returned a supplemental MDR will be submitted to document our findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The contact reported that patient specific information cannot be provided.

Event description:
As reported on (B)(6) 2017 a bard ventralex hernia patch was opened for the case when it was noticed that the ring had separated from the mesh. Another bard ventralex hernia patch was used to complete the case without issue. There was no patient injury.